Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement test. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly.

Event description:
The customer initially called to report high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test.